Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had difficulty slitting with the slitter throughout the proximal plastic hub portion of the sheath. It was noted that during the slitting process, the insulation of the right ventricular (rv) lead was damaged. The catheter and the lead were removed and a replacement rv lead was implanted successfully. No patient complications have been reported as a result of this event.